Event description:
Received information that multiple occlusion alarms occurred. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow-up report will be submitted.